Event description:
Philips received a complaint from the customer regarding a v60 device indicating that air leakage was not displayed. There was no patient involvement at the time the issue was identified. There was no report of patient or user harm. Troubleshooting and diagnostic evaluation were performed. The reported issue could not be replicated during testing, and no error codes were identified. Comprehensive system diagnostics were conducted to assess overall device performance. Software was reloaded and the device was restarted. Following these actions, a visual inspection, installation qualification verification, and basic performance testing were completed, with all results passing in accordance with philips standards. The applicable service manual was referenced during the service activity. The device was confirmed to be operating within specifications and was returned to service.